Manufacturer narrative:
An evaluation of the device cannot be performed. Neither the device nor additional information is available from the research facility. If additional information becomes available, it will be submitted in a supplemental report. This is the same event as the following MFR number # 2249697-2010-00984.

Event description:
It was reported that: "the arthroplasty was revised due to pain. The tibial components were revised. The components were implanted in situ for 0.7 y. The patient presented with a (B)(6) score of 3 three months prior to revision surgery and maximum score of 8." Information provided indicated that reported devices were implanted in 2006, and explanted in 2007.